Event description:
The patient underwent vns generator replacement. The lead was not replaced, as the impedance during surgery was ok. The explant facility is known to discard all explants. No relevant surgical intervention with the suspect device has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the nurse saw this patient to increase the patient's settings, and high impedance was observed, and therefore system diagnostics were run twice. Intermittent high impedance was observed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected information, supplemental #02 report: did not conclude the high impedance being due to incomplete pin insertion based on all of the information provided. D. Corrected information, supplemental #02 report: updated suspect product to the generator based on the information confirming the high impedance was due to incomplete pin insertion.

Event description:
After further review of all of the information provided, it can be concluded that incomplete pin insertion was the cause of the high impedance. Patient was implanted with the generator on (B)(6) 2017 and presented with high impedance on (B)(6) 2017. X-rays indicate that the pin is not fully inserted and replacement of the generator on (B)(6) 2021 resolved the high impedance observed prior to surgery.